Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor test due to a faulty force sensor resistor. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. They were unable to perform the occlusion test and no delivery test due to a prime anomaly. The pump was received with a stripped battery cap coin slot, a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer was trying to change the battery cap and it is stuck. Customer's blood glucose was 297 mg/dl at the time of the incident. Customer was not able to remove the battery cap after troubleshooting. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised to monitor the pump closely if they continue to use the pump. Customer's mother declined troubleshooting for high blood glucose. Customer was advised that the pump will need to be replaced.